Event description:
Customer reported a cartridge alarm occurring during the loading process on their pump, identified as cartridge alarm 35. No adverse impact to the customer¿s blood glucose level was noted. Technical support confirmed the issue and arranged to replace the pump, instructing the customer on using an alternate form of insulin therapy, multiple daily injections (mdi), during the interim. Replacement pump details, including updated software and training availability, were communicated and acknowledged by the customer, along with instructions for returning the faulty pump.